Manufacturer narrative:
(B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with small striae in superior nasal area of the left eye with small gutter. The patient reported foreign body sensation and light sensitivity. A bandage contact lens was placed. It was stated that the patient had no loss of best corrected visual acuity (bcva) and symptoms did not interfere with daily activities. Bcva from (B)(6) 2020: right eye pre-op 20/15 -5.00 x .00 x 90; left eye pre-op 20/15 -4.50 x -.50 x 175.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.